Manufacturer narrative:
D10 concomitant products: sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot#:unknown), egia60amt, egia60amt egia 60 artic med thick sulu (lot#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, following a procedure, the patient had a staple line bleeding. There was no problem with the five reloads during the initial surgery.

Manufacturer narrative:
Additional information: b3, b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, following a sleeve gastrectomy, the patient had a staple line bleeding and it was found out 24 hours post operatively, the patient has pain and discomfort. It was noted that to fix the staple line bleeding the event lead to extend patient hospitalization. There was no problem with the five reloads during the initial surgery.